Event description:
It was reported that the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The customer's complaint was addressed by initiating the service process to evaluate the device, however, the customer declined service. Philips has started an investigation, and upon completion, a follow up report will be submitted.